Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) adjusted the pump pressure and cleaned the probes. The investigation did not identify a product problem. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 urine results from 5 patients on a cobas 8000 c702 module. The initial results were reported outside of the laboratory. The customer was prompted to repeat the samples because, after running patient samples, the qc was out of range. For sample ID (B)(6), the initial result was (B)(6), ng/l. The repeat result was (B)(6), ng/l. For sample ID 4552864, the initial result was (B)(6), ng/l. The repeat result was (B)(6), ng/l. For sample ID 4554407, the initial result was (B)(6), ng/l. The repeat result was (B)(6), ng/l. For sample ID 4556257, the initial result was (B)(6), ng/l. The repeat result was (B)(6), ng/l. For sample ID 4553864, the initial result was (B)(6), ng/l. The repeat result was (B)(6), ng/l. The repeat results were deemed correct. The reagent lot and expiration date were requested but not provided.